Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a hematoma following an implant procedure. The hematoma was drained and the device was explanted. There was no report of further complication. Follow up report indicated that the patient is inquiring about reimplant.